Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found a faulty power supply and replaced it. The instrument was functioning properly. The cause of smoke being emitted from the instrument was related to a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of the device is required. Note: this event is from (B)(6).

Event description:
Smoke was emitted from an advia centaur xp instrument. The operator turned off the instrument and called the fire department. The fire department arrived at the customer site, but did not need to provide assistance because the smoke emission had stopped. There are no reports of injury to staff, damage to property, or impact to patient samples.